Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 18 events were reported for this quarter. Product return status - 18 devices were received for evaluation. Evaluation status - 18 events were confirmed during testing. - 18 devices were found to be affected by missing paint chips. Additional information - 18 devices were not labeled for single-use. 18 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device had paint chips missing. 18 events had no patient involvement; no patient impact.